Event description:
Since I've had essure implanted I bleed super heavy when im on my period. I cramp up everyday and when im about to start my period a week before I start getting pains like I am going into labor it's terrible. I am constantly bloated, my abdomen swells a lot too. My breast hurt terribly. I spot throughout the month. When I stretch my fallopian tubes hurt if that makes any sense. Terrible back pain and headaches. Legs hurt all the time. Just always in a lot of abdomen pain. (B)(4).